Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the polymer found that the storage requirements, material specifications, and material tests were appropriately documented. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. It is unknown if the healicoil knotless regenesorb suture anchor instructions for use, was adhered to. The instruction for use warns: ¿only use the recommended hole preparation and drills for use with the healicoil knotless self-tapping suture anchor. Use of other instruments may injure the patient, damage the instruments, or compromise fixation.¿ based on the information provided, the anchor was successfully removed from the patient. According to the report, the procedure was successfully completed without significant delay using a backup device. Since no other complications were reported, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the proximal "healicoil knotless anchor" was cracked when inserted into the bone hole. The bone hole was made using a straight owl. The anchor was successfully removed from the patient. The procedure was successfully completed without significant delay using a backup device. No further complications were reported.